Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with minor scratches on display window, broken battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer called to report a broken thread inside the battery compartment. Blood glucose reading at the time was 137 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.